Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Concomitant medical products: unknown orthopaedic salvage system bearing. Unknown orthopaedic salvage system assembly. Unknown orthopaedic salvage system femoral stem. Unknown orthopaedic salvage system tibial stem. Unknown orthopaedic salvage system tibial tray. Unknown patella. Customer has not indicated if the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-054411/05412/05413/05414/05415/05416/05417. Farid, y. R., md, thakral, r., md, & finn, h. A., md. (2015). Intermediate-term results of 142 single-design, rotating-hinge implants: frequent complications may not preclude salvage of severely affected knees. The journal of arthroplasty, 2173-2180. (B)(4)

Event description:
It was reported in a journal article study that 6 patients underwent manipulations under anesthesia for early surgical complications.